Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) came out of the pocket, and was protruding through the skin. The icm was explanted and replaced. No patient complications have been reported as a result of this event.